Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, and 99% stenosed mid left anterior descending artery. A non-abbott guide wire was advanced to the lesion and another non-abbott guide wire was advanced through the collateral as protection. A 2.0 x 12 mm mini trek was pressurized 4 times at 14 atmospheres to pre-dilate the lesion. When the trek was being removed there was strong resistance with the guide wire, although the device was able to be removed. Two xience prime stents were implanted. A non-abbott balloon catheter was used for post-dilatation and inflated 3 times to 12 atmospheres with the same guide wire and there was no resistance removing the catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: xt-r, abyssff, ultimate bros3; guide cath: profitbl35. Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.